Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display and it had insert battery alert 3 times. The customer¿s blood glucose level was 220 mg/dl. Customer was assisted with troubleshooting. Customer stated that the display was blank less than 30 seconds and then returned. Customer stated that the display was blank currently. Customer stated that they removed the battery and stated the insert battery alarm display on the insulin pump screen. Customer stated that the contact on the battery cap was neither missing nor damage. Customer stated that the battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer stated that the display did not return after insulin pump restart. The device will be returned for analysis.